Event description:
Customer reported unexpected negative reactivity for the antibody ID panel and 2 cell screen assays on the instrument, for two patient samples one containing anti-e and the other anti-k. No adverse event occurred as a result of the unexpected reactivity.

Manufacturer narrative:
A service call was made. The camera reader light bulb was deteriorating; the light bulb was replaced. The washer manifold was removed and cleaned. The system was tested, and operated within specifications with no problems observed.reactivity of the e antigen was confirmed on retention capture-r ready screen (crrs) I and ii, lot x298, and capture-r ready ID (crrid), lot id118,used by the customer at the time of the event.reactivity of the e antigen was confirmed on returned crrs (I and ii), lot x298, and crrid, lot id118. Hemagglutination tube testing was performed with customer's returned patient sample containing anti-e using retention panoscreen I, ii, and iii, lot 28555. Immuadd, lot 7n5514, was used as potentiator and testing was performed at all temperatures. The sample exhibited w+ reactivity at iat with e+ cell ii and was nonreactive with e-negative cells I and iii.for sample b0019133 (reported to contain anti-k):2_cell testing performed with sample using retention crrs (I and ii), lots x298 and x299 on in-house galileo. Sample b0019133 was nonreactive in all testing. Ab_ID testing performed using retention crrid, lot id119 on in-house galileo. Sample b0019133 was nonreactive in all testing. Hemagglutination tube testing performed on sample b0019133 with selected cells from retention panocell-16, lot 32600 using immuadd, lot 357004, as a potentiator. Testing was performed at immediate spin (is), room temperature (rt), 37c and indirect antiglobulin test (iat) phases. Sample b0019133 exhibited w+ to 1+ reactivity at 15'rt and 1+ reactivity at 20'37c, and iat with the k+k+ cells. The sample was non-reactive with the k- cell, indicating that the cold agglutinin is not detectable at this time.results indicate the sample's anti-k may be partially, if not wholly, igm in nature.